Manufacturer narrative:
The referenced hospital admission for suspected short to shield issue was reported under medwatch MFR report # 2916596-2018-01715. Approximate age of device: 7 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on an unspecified date after the patient was admitted to the hospital for a suspected short to shield, the patient required multiple transfusions for gastrointestinal (gi) bleeding. Multiple gi procedures, including a capsule study, enteroscopy and colonoscopy revealed multiple sources of bleeding that were treated. The patient was currently listed as 1ae on the transplant list due to gi bleeds and device malfunction. The patient was no longer on anticoagulation and would remain admitted until a heart transplant was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between heartmate ii lvas and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.